Manufacturer narrative:
(B)(4). Additional information added to device evaluated by mgr?, lot number, and evaluation codes. The lot was manufactured form january 27, 2016 to january 28, 2016. The device was received for evaluation. Visual inspection revealed that the source of the leak was an untightened blue winged luer cap. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. The reported condition was verified, but the product was found to perform to specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with 4970 mg of fluorouracil in 0.9% sodium chloride. This occurred before use of the device. There was no patient involvement. No additional information is available.